Event description:
It was reported that the patient faced hyperglycemia on (B)(6) 2025 and treated with manual insulin.

Manufacturer narrative:
Initial 1 of 2. E1: patient city: (B)(6) patient country: mexico name: (B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.